Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 06:09. During drain cycle four the home patient (hp) drained 4585ml with an ultra-filtration volume of 1885ml and a largest prescribed fill volume of 2700ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the device service history revealed that previous device servicing did not cause or contribute to the event. Review of the event log identified the iipv event. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warns the user that setting the minimum drain volume % too low, could result in an incomplete drain for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.